Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that insulin pump had act button sticky or non-responsive and grinding during the rewind. No harm requiring medical intervention was reported. The insulin pump received unexplained no delivery alarms, diminished battery life from day 1 use and rejected new batteries. The device will not be returned for analysis.